Manufacturer narrative:
Manufacturers ref#: (B)(4). Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k): k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a patient of unspecified gender and age underwent an unspecified procedure in which the cook celect platinum navalign femoral vena cava filter set, g34502, was used. When the physician deployed the filter the secondary struts did not open properly. The struts bent backwards. Filter was retrieved and the procedure was completed with a competitors device. Filter was deployed below the lowest renal like intended, access through fem. Filter was placed and immediate retrieval followed.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: when the physician deployed the filter, the secondary struts did not open properly. The struts bent backwards. Filter was retrieved and the procedure was completed with a competitor¿s device. It was reported that the device was disposed of, and no images were provided to show how the secondary legs were placed in the inferior vena cava. Based on the provided information it is unknown what caused the filter legs to bend backwards during placement. However, if the filter was attempted to be re-sheathed or pulled back before placement, this could lead to filter legs being placed in incorrect position but this is purely speculations. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: filter malpositioning there are adequate controls in place to ensure the device was manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.